Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was unable to pass through the patient's tricuspid valve. During the implant procedure the patient became pacer dependent with an asystolic rhythm and this rv lead was used as a temporary pacing lead. Another lead was then successfully implanted and no additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that there was a small indentation in the lead body and the conductor coils were deformed approximately 525-528 millimeters from the lead's terminal pin, most likely induced from the stylet. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations and the lead was found to be electrically continuous.